Event description:
Reportedly this magna valve was explanted at implant due to having closed the heart. The surgeon saw that the pt had a decrease in blood pressure so went back on pump & replaced the valve.